Event description:
It was reported that a user alleged the ilet insulin pump¿s safety features malfunctioned and that training conveyed the device would halt insulin delivery at a specific glucose level, while the user also reported numerous dangerous hypoglycemic episodes and device-driven insulin delivery concerns; review of available reports showed predominantly elevated glucose with one documented low and user-initiated weight setting changes. Symptoms included hypoglycemia with a reported nadir of 39 mg/dl and prolonged recovery efforts, as well as hyperglycemia earlier the same day. Outcomes included urgent low soon, low glucose, and high glucose alerts, with self-treatment using oral glucose. Investigation included troubleshooting review and education, along with internal data review of recent glucose trends. Investigation of this case revealed no corroborated device malfunction in available data, with findings consistent with cause unclear for hypoglycemia in the context of variable glucose control and user setting adjustments. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.